Manufacturer narrative:
The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase. During the month preceding this event, the pt had responded to multiple loss of prime warnings. The pt confirmed, he was disconnected from the infusion site during these occurrences.